Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2022 regarding insulin pumps allegedly subject to the insulin pump over of under delivering, defective retainer rings and customer was injured and then died as a result hypoglycemia. Reporter alleged that the insulin pump malfunctioned due to the defective retainer ring and under or over delivering insulin to them, causing them to suffer from multiple injuries, including but not limited to hypoglycemia and ultimately caused their death. On (B)(6) 2019, customer passed away due to low blood glucose. Customer blood glucose level was 37 mg/dl at the time of low blood glucose event. It was unknown whether the insulin pump will be returned or not. Frn-mmt-332-rsvr, unomed set.

Event description:
Medtronic legal received information from the attorney of the family on april 25, 2023, medtronic received notice of a device/product legal hold notification containing 405 individual claimants and on (B)(6) 2023, medtronic received notice of a legal filing containing 510 individual claimants.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.